Manufacturer narrative:
Device received with bleeding lcd glass. Device had minor scratched lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was scratched and black blob on it. The customer¿s blood glucose level was 297 mg/dl at the time of incident. Customer was not able to read some of the display of insulin pump. The insulin pump will not be returned for analysis.